Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio downloaded and reviewed the electronic records from the customer¿s device. As a result, physio determined that the cause of the reported issue was due to use error. The customer did not select paddles lead when using the hard paddles to view the ECG waveform on the display of the device.

Event description:
The customer contacted physio-control to report that their device would not display a paddles ECG rhythm during a cardiac arrest call. The customer advised that the device was powered off and on and functioned normally for the remainder of the event. Three (3) shocks were successfully delivered to the patient. The patient, an (B)(6) male, did not survive the event.

Manufacturer narrative:
Section d10 returned to manufacturer on of supplemental 001 medwatch report indicates: blank. Section d10 returned to manufacturer on of supplemental 001 medwatch report should indicate: 01/14/2019.

Event description:
The customer contacted physio-control to report that their device would not display a paddles ECG rhythm during a cardiac arrest call. The customer advised that the device was powered off and on and functioned normally for the remainder of the event. Three (3) shocks were successfully delivered to the patient. The patient, an 80 year-old male, did not survive the event.

Manufacturer narrative:
(B)(4). A clinical review of the event was performed by physio-control; however, there was insufficient information within the record to determine whether or not the device use had contributed to the patient¿s outcome. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not display a paddles ECG rhythm during a cardiac arrest call. The customer advised that the device was powered off and on and functioned normally for the remainder of the event. Three (3) shocks were successfully delivered to the patient. The patient, an (B)(6) male, did not survive the event.